Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in a follow-up report.

Event description:
It was reported that suddenly the device stopped working without warning and without message on the screen.